Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, at 80% deployment, a "tissue-like" material was observed to be caught in the valve frame. It was determined that no alternative action could be taken, so the valve was fully deployed. After full release, the "tissue-like" material was still observed in the valve frame at the same location. After crossing the valve with the guidewire, the "tissue-like" material was no longer observed. It was then identified that trivial paravalvular leak (pvl) was present, however, no further action was taken on the valve. As the procedure was nearing completion, an issue occurred with the non-medtronic (perclose) vascular closure device. Due to this issue, vascular repair surgery was required. As the patient awoke, sluggish movement was noted in their left leg. This at first was attributed to incomplete recovery from anesthesia. It was later identified within the same day that the patient had a cerebral infarction. Additional information was received that the minimum diameter ofthe access vessel was 4.6 millimeters (mm). The right side was used as the access site and the injury was located on the right side. Surgical repair was performed for the access site injury. Per the physician, the access site injury was caused by the non-medtronic closure device, and the delivery catheter system (dcs) and guidewire did not cause or contribute to the access site injury. Immediately after the surgery, stroke symptoms presented, specifically the "sluggish" movement of the left lower limb. The stroke was confirmed via magnetic resonance imaging (MRI). It was noted that patient related factors, such as the patient's history of an old cerebral infarction, and the patient having a "sluggish" left side prior to the procedure, were contributing factors to the stroke.

Event description:
Additional information was received that the injury that occurred at the access site was stenosis. It was reported that the injury occurred during use of the non-medtronic hemostatic device, after the valve was implanted and the dcs was removed.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, at 80% deployment, a "tissue-like" material was observed to be caught in the valve frame. It was determined that no alternative action could be taken, so the valve was fully deployed. After full release, the "tissue-like" material was still observed in the valve frame at the same location. After crossing the valve with the guidewire, the "tissue-like" material was no longer observed. It was then identified that trivial paravalvular leak (pvl) was present, however, no further action was taken on the valve. As the procedure was nearing completion, an issue occurred with the non-medtronic (perclose) vascular closure device. Due to this issue, vascular repair surgery was required. As the patient awoke, sluggish movement was noted in their left leg. This at first was attributed to incomplete recovery from anesthesia. It was later identified within the same day that the patient had a cerebral infarction.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 08-sep-2027, UDI #: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.